Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the blue coating outside the guidewire was fractured. The target lesion was located in the liver. A 180cm renhf 150cm 20 preload renegade hi-flo fathom 16 system was selected for percutaneous selective hepatic arteriography, local chemotherapy and arterial embolization. During the procedure, when the package was opened and handed the device to the physician after soaking it in normal saline, the physician slowly pulled out the guidewire and noted that the blue coating outside the guidewire was fractured. The procedure was completed with another of same device. There were no patient complications as result of the event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the renegade hi-flo device was returned for evaluation. The device was examined visually to reveal multiple shaft kinks. There is a stretched section located approximately 10cm to 16.5cm from the strain relief. No other issues were identified with the device.

Event description:
It was reported that the blue coating outside the guidewire was fractured. The target lesion was located in the liver. A 180cm renhf 150cm 20 preload renegade hi-flo fathom 16 system was selected for percutaneous selective hepatic arteriography, local chemotherapy and arterial embolization. During the procedure, when the package was opened and handed the device to the physician after soaking it in normal saline, the physician slowly pulled out the guidewire and noted that the blue coating outside the guidewire was fractured. The procedure was completed with another of same device. There were no patient complications as result of the event. It was further reported that the fracture occurred on the coating of the catheter.

Event description:
It was reported that the blue coating outside the guidewire was fractured. The target lesion was located in the liver. A 180cm renhf 150cm 20 preload renegade hi-flo fathom 16 system was selected for percutaneous selective hepatic arteriography, local chemotherapy and arterial embolization. During the procedure, when the package was opened and handed the device to the physician after soaking it in normal saline, the physician slowly pulled out the guidewire and noted that the blue coating outside the guidewire was fractured. The procedure was completed with another of same device. There were no patient complications as result of the event. It was further reported that the fracture occurred on the coating of the catheter.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1: initial reporter phone: (B)(6). H6: evaluation conclusion codes: updated.